Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/13/2025, the user reported that part of the ilet screen was unresponsive. A crack was noted on the screen. The user did not recall the cause but stated the device was on a belt clip while sleeping when the issue was discovered. The screen was partially usable, and a replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.